Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the top and bottom cases were damaged. The right plunger case is cracked. Functional testing confirmed the complaint. The root cause was the interconnect board did not work as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced interconnect board. Replaced damaged top and bottom cases. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Replaced clutch half's left and right with leadscrew spring, worm coupling, gear as preventative measure. The device was cleaned, calibrated, preventative maintenance (pm) and all functional tests were performed.

Event description:
It was reported that the device had a firmware error. This issue is not related to physical damage/abuse. The unit was not dropped at all. No delay of therapy. There was no patient involvement and no patient harm/adverse event reported.